Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician could not progress the lead through the introducer. A second introducer was used and the same issue persisted. The third introducer worked and the lead was implanted successfully. No patient complications have been reported as a result of this event.